Event description:
Clinical narrative: a 78-year-old male with acute myocardial infarction and cardiogenic shock, pre-support clinical status consistent with scai shock stage e, was supported with an impella cp placed via right femoral arterial access.. On (B)(6) 2026, the patient was brought to the cardiac catheterization laboratory for attempted escalation to impella 5.5 support due to ongoing hemodynamic instability while receiving multiple vasoactive infusions (levophed, epinephrine, vasopressin, and dobutamine) and severe metabolic acidosis. The patient had known severe vascular tortuosity and calcification, particularly at the aortic orifice, as previously noted during angiography at the time of impella cp placement. Surgical right axillary access was obtained, and serial pre-dilation was performed. During attempted impella 5.5 implantation, multiple guidewires, including a 0.018-inch guidewire, and rotaglide were utilized; however, significant resistance was encountered at the level of the aorta, and the guidewires were noted to repeatedly kink during advancement. No excessive force was applied, and the pump could not be advanced through the calcified and tortuous vasculature despite vessel diameter reported to be =7 mm. The operating physician stated that severe calcification at the aortic orifice prevented device passage. The impella cp remained properly positioned and functional throughout the procedure, and no damage to either impella device was observed. Due to inability to place the impella 5.5, worsening acidosis, escalating vasopressor requirements with multiple epinephrine boluses, and the patient¿s prior coronary artery bypass graft surgery in 2024 making redo sternotomy high risk, the decision was made to abort further escalation attempts. The impella 5.5 was removed intact from the graft/sheath, the graft was trimmed and closed, and the right axillary pocket was closed. The patient remained supported on the impella cp but continued to deteriorate and expired on (B)(6) 2026 at 05:00 pm. Both devices remained with the patient as this was a mandatory coroner¿s case. The attempted impella 5.5 implantation was aborted due to the patient¿s severe vascular calcification and tortuosity, resulting in inability to advance the device and associated guidewire kinking. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This is one of two reports. This report is for the guide wire and the other report is for the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the guidewire kink was determined to be patient condition related since the patient had tortuosity/calcification.